Event description:
The medical team had inserted an impella cp for support, via the femoral artery, for a patient admitted in cardiogenic shock. The team found that there was blood loss from the impella access site. The site was treated by the vascular surgery team. The impella was removed, the artery was opened and repaired. Of note the patient was obese and on multiple anticoagulant drugs which may have contributed to the bleed and need for surgical repair. After the repair the patient remained on impella support, but via the axillary artery and an impella 5.5 placed via that access.

Manufacturer narrative:
The investigation is on-going at this time. The medical center has returned for analysis the impella pump. Upon conclusion of the investigation, a supplemental report will follow.

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center has returned for analysis the impella pump and the benchtop analysis revealed that the root cause of the vascular damage was most likely patient condition related.